Event description:
It was reported that during a da vinci assisted pancreatoduodenectomy, the wrist cable of the (B)(6) bipolar forceps was noted to be frayed. The procedure was completed with a backup instrument and there was no procedure delay and patient injury reported. Intuitive surgical, inc. (Isi) followed up with the initial reporter but no additional information was available.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the (B)(6) bipolar forceps instrument involved with this complaint and completed the device evaluation. Failure analysis confirmed the customer reported complaint "the thread for handling the wrist is frayed". Failure analysis found the primary failure of damaged conductor wire insulation to be related to the customer reported complaint. The instrument was found to have damage to the conductor wire¿s insulation at the distal end. The conductor wire was exposed as a result. The instrument passed the electrical continuity test. No signs of thermal damage were observed. The probable root cause of this reported issue is attributed to a component failure. A review of the instrument log for the maryland bipolar forceps (part #471172-16 / lot #k11210719 0451) associated with this event has been performed. Per this review of the logs, the instrument was last used on (B)(6) 2022 during a pancreatoduodenectomy procedure performed by console surgeon via system serial #(B)(4). There were 5 uses remaining after this last usage. No image or video of the procedure was provided to isi for review. This complaint is considered a reportable event due to the following conclusion: failure analysis acknowledged that the maryland bipolar forceps instrument had conductor wire damage at the distal end. The damaged/broken conductor wire has potential for electrical discharge at a location other than intended. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.